Event description:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "gynecologist noticed one of the implants had detached" (seriousness criteria medically significant and intervention required). In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), oedema ("edema") and menorrhagia ("menses were unbearable/her bed was totally in blood") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal - ovarian tubes cut). Essure was removed in 2018. At the time of the report, the abdominal pain, oedema, weight increased and menorrhagia was resolving. The reporter considered abdominal pain, menorrhagia, oedema and weight increased to be related to essure. The reporter commented: after essure removal edema and abdominal pain decreased. When essure removal was performed she could feel it immediately, her pants were looser. Also her menses calmed down. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.